Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. The reported stuck guidewire event was not confirmed via analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the farawave catheter was selected for use, it was difficult to insert and remove the catheter. There was resistance felt at the handle part and the product was inserted into the body once to perform the procedure. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the farawave catheter was selected for use, it was difficult to insert and remove the catheter. There was resistance felt at the handle part and the product was inserted into the body once to perform the procedure. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.